Manufacturer narrative:
The lot number was unknown and not provided. The contact at (B)(6) is (B)(6) at (B)(6). The device was received for evaluation by the manufacturer. Visual evaluation confirmed the hypodermic needle had fractured and separated at the braze joint seam. A portion of needle remained joined inside of the brazed horn. Evaluation found no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicate moderate contact with the case nose assembly sheath. Contact is consistent with normal use. The failure was determined to have been caused by a material defect.

Event description:
Per the information provided, the needle of the microtip broke off from the handpiece and into the gluteus medius at approximately 4 minutes of use. It appears to have snapped at the base. There were no issues (harm or complication) caused to the patient by the failure. Another microtip was used to complete the procedure.